Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set tube leakage at site event on 02-may-2024. Infusion set has been used within same day. Blood glucose level was 500mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.